Event description:
(B) (6). It was reported that following a coronary artery stenting procedure the patient experienced gastro intestinal bleeding. The lesion being treated is unknown. The physician treated the lesion by implanting a taxus liberte study stent of unknown size. There were no reported complications. The next day the patient was transfused with 2 units of blood. Nine days post index procedure, the patient was admitted to the hospital with gastro intestinal bleeding. At the time of the gi bleeding event, the patient was taking aspirin and study drug 10 mg, the dose of which was reduced. The patient was discharged 2 days later. Per the physician, the event is unrelated to the stent but possibly related to the antiplatelet medication.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).